Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the event occurred on an unspecified date of june, 2024. D4: unique identifier (UDI) #: is not available for the product reported in d4. This product code is manufactured in the us; however, not available for use in the us. This product is not available in the gudid. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused. This was observed during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d4: model # and UDI #. Unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.